Event description:
In 2007 patient underwent anterior repair with gynecare gynemesh and placement of a tot. Two months later, erosion of tot in vagina; foreign body reaction and inflammation at tot insertion site; vaginal stenosis, pain and dyspareunia secondary to scarring midvagina from gynecare gynemesh. I am the 3rd physician to document these findings and recommend corrective surgery.